Event description:
Staple device failed to implant staples apprepriately and dissected tissue without staple line complete. Staple line was on broad ligament and no hemorrage occurred. Dr. Was able to complete procedure as planned without any consequence. Manufacturing representative was notified of incident and instrument and cartridge load picked up by representative to be returned to company for evaluation and follow updevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.